Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow and ok keypad buttons required multiple presses to elicit a response. The patient denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump under a garment against the body and cleaned it with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the ok keypad symbol was worn but the keypad rubber was intact. Evaluation revealed that the contrast and ok buttons were intermittently unresponsive and the up and down arrow keypad buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under the key contacts and down key contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.